Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
The patient reported experiencing an issue of bent cannulas on (B)(6) 2026 which resulted in high blood glucose event, the elevated blood glucose was successfully managed by the patient through self-administration of correction bolus via pump, resolving the issue with no further complications.